Event description:
Related manufacturer reference number: 2017865-2021-33899. It was reported that the patient presented in-clinic. Prior examination of the patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD)revealed another instance of over-sensing of noise on the rv lead leading to inappropriate therapy. Inappropriate therapy was alleged on the ICD and rv lead. The patient's right ventricular lead and ICD was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6 codes should reflect product not returned.